Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt d) device delivered inappropriate therapy for several episodes of suspected atrial fibrillation with rapid ventricular response (rvr). As a result, the device delivered anti-tachycardia pacing (atp) and shocks. Therapy was reported to have exhausted. Technical services (ts) reviewed the reports with the clinician. The device remains in service. The patient was hospitalized but later discharged. No additional adverse patient effects were reported.